Event description:
It was reported that a pt developed paresthesia after an implant was placed. As a result, the implant was removed the following day and eighteen days following removal, the pt reported that although the symptoms had resolved somewhat, there was still numbness present around the chin and redness of the lips.

Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, due to the fact that intervention was required and because of the possibility that permanent impairment of a body function resulted. The implant involved was returned, evaluated, and found to be in spec.